Manufacturer narrative:
E1: reporting institution phone #: (B)(6). Reporter phone #: (B)(6).

Event description:
The customer reported that the v60 ventilator displayed a "check vent: backup alarm failed" error code (1104). The device was in clinical use when the issue occurred; the patient was moved to a different ventilator. There was no delay in therapy, and/or medical intervention reported. No patient harm was reported. The user was restricted from using the device, and the device was removed from service. No user harm was reported. Based on the details provided, a malfunction occurred, and the device displayed a "check vent: backup alarm failed" error code. This investigation is ongoing.